Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that repeat call service alarms had occurred even after changing multiple energizer ultimate alkaline batteries from different packs; each time the pump powered on then it would beep, vibrate and freeze on a blank display. Customer support advised the patient to place a new alkaline aa battery in their pump; the pump powered on and the patient was able to clear the call service alarm. This complaint is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.